Event description:
Prior to an unknown procedure, the 440 stud was broken. Another like device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Evaluation: the hand piece was returned with the 4-40 stud broken. The hand piece was also found to have a loose mount. No testing could be performed due to the returned condition.